Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that one two occasions, a loss of prime warning required a full rewind, load, and prime sequence indicating a possible loss of power. The reporter confirmed that there was no ¿witnessed¿ loss of power to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: there was no pump data from the time of the event available due to continued patient use. A review of the black box for the available date range showed no evidence of unexplained power events; the one power event in the history from (B)(6) 2013 was found to be related to an unacknowledged replace battery alarm resulting in the battery discharging and the pump losing power. No physical damage was observed to the battery compartment or cap; the battery cap fastened securely to the pump and the pump was exercised for 24 hours without power loss duplicated. The battery cap was examined and the contacts were found to be within specifications. The pump was opened and no damage or defects were found. Unrelated to the complaint, the display screen was found to be discolored. The display screen was replaced with a test screen and the display returned to normal. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.